Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an rotational atherectomy procedure, the rotational speed display disappeared. The physician had completed partial ablation and was in the final ablation run when the speed display of the rotablator console went blank. The physician continued with the ablation to finish out the procedure, judging the rotational speed by the sound. No pt complications were reported, and the procedure was completed with this device. Pt status was reported as 'no problem at all'. Additional information has been requested and is not available.